Event description:
Frequent urination, thoracic back pain, endometriosis, shoulder pain, chronic neck and back pain, rashes, breast pain, itching and tightness in breast, inability to take a deep breath, autoimmune symptoms, hashimoto's thyroid disease, pitting in nails and lifting from nail beds, chronic hip pain, lumbar pain, knee pain, diagnosis of avascular necrosis of both hips and knees, bilateral hip replacements with no pain relief, 2x shoulder surgery with no relief of pain, 4x cervical epidural injections with no pain relief. Radiofrequency ablation to cervical spine and lumbar spine but no relief. Food sensitivities and medicine allergies, previous raynauds symptoms, headaches, nausea, abdominal pain, tingling in both arms and hands, dry eyes and mouth, feeling so sick like I had been poisoned, metallic taste in mouth, candida infections and coated tongue, chronic joint pain, brain fog, memory loss, cognition problems, chronic fatigue, inflammation in body and limbs with tightness in fingers, dry brittle hair and nails, hair loss, inability to lose weight and unexplained excessive weight gain. Night sweats, insomnia and poor sleep, heat and cold intolerance. Contracture of breast, ear ringing, heart palpitations with no heart problems, anxiety, pain and burning under arm, symptoms of fibromyalgia, frequent gastritis, abnormal ana bloodiest, frequent stress fractures in feet, dry mouth, sensitivity to chemical smells and perfumes, multiple incidence of h-pylori, frequent perioral dermatitis due to sensitivity to creams and toothpaste especially fluoride, melasma, bleeding gums, crepitus in both shoulders and neck. Vision problems and inflammation in eyes so had to get plugs and still no relief from dryness. Eyebrow alopecia, premature aging. I was symptom free before getting breast implants. FDA safety report ID# (B)(4).